Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned, therefore is unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Furthermore, a review into the depuy synthes mitek complaints system revealed other dissimilar complaint and other similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the second implant failed to deploy on the customer's omnispan 12 degree needle during a meniscal repair surgical procedure. Another like device was used to complete the procedure with no adverse patient consequences and a 10-15 minute delay. According to the reporter, the surgeon ended up not placing an additional omnispan device after removing one of the two backstops. The sales rep believed it was a 12 degree needle, but would refer to his initial call for clarification. To the best of his knowledge the trigger was fully depressed until the click was heard. The needle tip was not in scope view, it was buried in the meniscus. The surgeon used a probe. The meniscus penetrated all the way to the depth stop, around the 15mm marking. The sales rep stated that the surgeon left the 1st implant in the patient, and cut out the 2nd implant, removing it from the patient. The sales rep reported the surgeon was satisfied with the repair, but would have liked to have done a 2nd implant. The sales rep stated that the surgeon cut the suture and removed the 2nd implant from the patient, the meniscus was not cut. The surgeon was satisfied with the repair, but would have liked a 2nd implant as a precaution. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.